Event description:
The biomedical engineer reported that the ventilator failed the battery test during performance verification test. The biomedical engineer reported there was no patient involvement.